Manufacturer narrative:
No used or unused devices were rec'd and due to the lot number being unk, we were not able to conducted any testing or evaluation of the retained samples. If we receive any new information, a f/u report will be submitted. Reference samples: the retained samples wer not tested, due to lot number unk.

Event description:
On the (B)(6) 2011, customer's daughter (B)(6) called to report the death of (B)(6). Customer's daughter believes cause of death may have been site related because bgs were high at time of death. Date of death was (B)(6) 2011. Cause of death was reported as infusion set site failure. Place of death home. Contact info of reporter is:(B)(6). Customer was wearing pump at time of death. Reporter shared the following details regarding the death of the customer. Last bg was 470. Mortuary removed the infusion set from the body. Mortuary discarded the infusion set and reservoir. (B)(6) the daughter of the customer only got the pump back. (B)(6) is not aware of any alarms or anything out of the ordinary going on with the pump, but still feel it may have been a site issue since the bgs were 470 at time of death.